Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, at 10:00 pm the patient obtained the elevated blood glucose reading of 500 mg/dl on the reported meter. The patient tested his blood glucose level using another device as well, however, that result was not provided. One hour afterwards, the patient experienced the symptom of nausea. The patient received self-treatment with food and/or a drink; he did not seek any medical attention. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The meter test result correlated with the patient's symptoms. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the reported meter, this complaint is being reported.